Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During device check, a fully charged autopulse li-ion battery (sn (B)(4) would not power up the autopulse platform. The status leds of the autopulse li-ion battery showed four solid green lights, indicating the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number: (B)(6) reported in this ccr are covered by CAPA: 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.